Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds and heart wall perforation. No additional adverse patient effects were reported.